Manufacturer narrative:
(H2,h6) the enclosure motion control was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed enclosure motion control in system.the system did not initialize. Motion did not ready. Imaging system firmware installer confirm enclosure motion firmware outdated, firmware version 0.3.6 installed not 0.3.8. B01,c10,d18 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r, serial/lot #: (B)(6) rev. 4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000443r , serial/lot #: (B)(6) rev. E medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H2,h6) the component was returned to the manufacturer for analysis. Analysis found that confirm reported complaint, "movement can not get up, automatic shutdown." Installed control box in system. The system did not initialized, motion would not ready. The red failure l.e.d on control box was illuminated. Faulty control box. B01,c02,d02 are applicable (h2,h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. The power conversion enclosure passed bench testing. Install into test system. The system booted and readied on each power cycle. Passed motion calibrations, multiple 2d and 3d images were successful. Motion travel on all axes was smooth and functional. No fault found while under test b01,c19,d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(6), serial/lot #: (B)(4) rev. A medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the control box was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. Installed control box in system. The system did not initialized; motion would not ready. The red failure l.e.d on control box was illuminated. Faulty control box. B01, c02, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot#: (B)(6) rev. E. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: correction - the aware date of the initial report (submitted on june 4th) is may 15, 2024, this report was submitted on time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180, serial/lot #: unknown product ID: bi71000443, serial/lot #: unknown product ID: bi71000442, serial/lot #: unknown product ID: bi71000860, serial/lot #: unknown product ID: bi71000546, serial/lot #: unknown product ID: bi71000137, serial/lot #: unknown g2: foreign country - china h3/h6: the system was serviced in the field and multiple hardware parts were replaced. Codes b01, c07, and d02 apply. No concomitant products have been returned for analysis. Codes b17, c20, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that movement could not get up, automatic shutdown. It was unable to pass the movement process in the pendant. There was no patient involvement.